Event description:
A customer reported to baxter corporate product surveillance an unknown filtered IV set in which particulate matter was observed. According to the report, there was brown particulate matter embedded inside the tubing. The particulate matter was not free floating. The tubing had been primed and no sediment was detected in the priming solution container. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available so the root cause cannot be determined. No conclusion can be drawn from the investigation. Since the product code and lot number of the device involved are unknown, a 510k number cannot be provided and a batch review cannot be performed.